Event description:
It was reported that during central processing the 8mm fenestrated bipolar forceps instrument was observed to have a broken cable. There were no reports of patient involvement or patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a fully broken conductor wire at the idler pulleys. No thermal damage was found on the instrument. Additional observations: the conductor wire insulation of the second wire was damaged at the yaw pulley. There was fragmentation of the insulation, and internal conductor wires were exposed. A part of the insulation measuring 1.0 mm x 0.5 mm in size was missing. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. This wire passed an electrical continuity test. The probable root cause of conductor wire breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.